Event description:
Customer reported the safety valve red indicator light came on after turning on power then screen went white and is inop and air or o2 is leaking from vent. The unit was not in clinical use at the time, no patient user involvement.

Manufacturer narrative:
(B)(6) 2018. (B)(4) 2018. The device was evaluated by fi(failure investigations) and not product deficiency was identified.

Manufacturer narrative:
Date of report :22sep18. Date rec¿d by MFR:12jun18. The power supply was evaluated by fi(failure investigations) and no product deficiency was identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.